Manufacturer narrative:
(B)(4). D10: 00620206220, item name shell porous with multi holes 62 mm, lot # 63647916. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 2 months post implantation due to a failure of a stryker product that was cemented into the tmars shell. There is no additional information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined that the liner was not reportable as it was not involved in the failure. The initial report was forwarded in error.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the liner was not reportable as it was not involved in the failure. The initial report was forwarded in error. Sections updated: b4, b5, g3, g6, h2, h10.